Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2020-23424. Reference MFR. Report#: 1627487-2020-23425.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The patient's weight is unknown. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2020-23424, reference MFR. Report#: 1627487-2020-23425. It was reported the patient has been receiving ineffective therapy. Several reprogramming attempts have been performed without resolution . As a result, the patient plans to undergo surgical intervention.